Event description:
A baxter renal clinical educator contacted corporate product surveillance on (B)(4) 2012, via email, to relay report received the same day from a renal home patient's (hp) registered nurse (rn) of a minicap extend life pd transfset w/twist clamp, for which the hp complained there was "water" coming out of the area under the twist clamp of the transfer set. According to the rn, the hp noticed what she thought was leaking. The transfer set was removed and saved. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint is not confirmed and the cause was not identified because evaluation of the returned sample did not duplicate the alleged issue. Visual inspection performed with no issues noted. Leak testing performed with no issues noted. Clear passage test performed with no issues noted. Clamp function test performed with no issues noted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.